Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement suretrak2 medium clamp shipped to site 05/23/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that the screw thread appears to be worn out on the site's suretrak2 medium clamp. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for analysis. As reported, adjustment threads are cross threaded. Unable open or close clamp. Confirmed failure. The reported issue was confirmed to be caused by a mechanical failure, due to the cross-threaded screw. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.